Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped responding to sound since (B)(6) 2018. No accident has been reported, no swelling or redness on the implant side. No other medical problem was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user stopped responding to sound from (B)(6) 2018 onwards. No accident has been reported, no swelling or redness on the implant side. No medical problem was reported. The recipient was re-implanted.